Manufacturer narrative:
No blank display noted during testing. The insulin pump alarmed failed battery test during battery insertion due to faulty battery tube. Analysis was unable to test the operating currents, low battery alarm and off no power alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to failed battery test alarm. The insulin pump had a scratched display window and cracked battery tube threads. No damage noted on isolation tape on lcd. No moisture damage noted on electronic assembly or on motor.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had a blank display. The customer reported that the display did not return after insulin pump rest. The customer's blood glucose was 442 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer was advised to clean the battery cap with cotton swab with alcohol. The customer stated that the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.